Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from france to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. DHR:- device history record. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4) ): no diffusion (5fu) no consequency for the patient, but it not received his treatment.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and 75 % filled easypump ii lt 100-50-s without packaging. The provided pump was taken to a visual inspection. As-received condition the clamp clip was closed and the patient connector was closed with a red closing cone. Damages that would lead to a malfunction were not detected at the sample. After opening the big white top cap we detected crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. In addition the sample was filled up to the nominal volume (100 ml) and a functional test respectively a leak test was carried out. After opening the clamp clip and starting the pump and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected at the sample. The received sample is not within our specifications. However, blockage due to crystallization is a known error pattern and corrective and preventive actions are in progress / have been implemented.